Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation was unable to test for the reported symptom due to an unrelated issue. The device will be required to pass all release testing, including occlusion detection testing, before sending the device back to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the upstream occlusion test. There was no patient involvement. No additional information is available.